Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been received to date. Operator of device: patient/consumer.

Event description:
T was reported that the pump to exhibited a no disposable alarm and there were air bubble present in the line. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. B5: correction: patient reports has had multiple no disposable alarms recently. Attached new cassette to alarming pump, infusing without issue. States is diligent about removing all air bubbles from cassette while mixing; noticed large air bubble in cassette when changing last night. Wasted 43.2 ml in cassette. No cassette lot information provided. No injury was reported. D1: correction: brand name: cadd medication cassette. D2: correction: product code: fpa. D2: correction: common device name: set, administration, intravascular.